Event description:
When product was removed from outer packaging, the small box containing this individual product was visualized. The transparent packaging around this box was "completely intact" with no evidence of tears or rips in packaging. Caller stated package still appears to be heat sealed. Through transparent packaging, pharmacist visualized what appears to be a human hair. Product was therefore not opened, and there was no pt impact.